Event description:
It was reported that the patient presented with a possible infection from the subcutaneous implantable cardioverter defibrillator (s-ICD), however at the time the physician felt that the cause of the infection was unlikely the s-ICD system give there was no intravascular component. The patient was started on an antibiotic at the time. Five months later the patient was admitted to the hospital with a wound over the s-ICD and possible osteomyelitis of the patient's left below the knee amputation. The blood cultures remained negative and chest imaging did not show any fluid collection or abscess. At that time the hospital decided to continue to monitor the patient and new medicine was prescribed with the plan to have the patient undergo six weeks of intravenous antibiotic treatment. However, several weeks later but prior to the end of the course of treatment the patient was readmitted with intractable seizures. The patient has a history of seizure disorder. The patient was sent for an electrophysiology consult and it was thought that the s-ICD site was now infected with possible erosion. It was noted there was no indications of erosion back seven months earlier when the first sign of infection were observed. Subsequently an extraction of the s-ICD and electrode occurred. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the infection allegation was unable to be confirmed via laboratory testing. Analysis testing found the electrode was not electrically continuous. X-ray images showed the high voltage conductor was fractured at the distal end. Analysis determined it was likely induced damage from the explant procedure.

Event description:
It was reported that the patient presented with a possible infection from the subcutaneous implantable cardioverter defibrillator (s-ICD), however at the time the physician felt that the cause of the infection was unlikely the s-ICD system give there was no intravascular component. The patient was started on an antibiotic at the time. Five months later the patient was admitted to the hospital with a wound over the s-ICD and possible osteomyelitis of the patient's left below the knee amputation. The blood cultures remained negative and chest imaging did not show any fluid collection or abscess. At that time the hospital decided to continue to monitor the patient and new medicine was prescribed with the plan to have the patient undergo six weeks of intravenous antibiotic treatment. However, several weeks later but prior to the end of the course of treatment the patient was readmitted with intractable seizures. The patient has a history of seizure disorder. The patient was sent for an electrophysiology consult and it was thought that the s-ICD site was now infected with possible erosion. It was noted there was no indications of erosion back seven months earlier when the first sign of infection were observed. Subsequently an extraction of the s-ICD and electrode occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery.